Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient presented to the emergency room (ER). The patient had an alert and received three inappropriate shocks. The right ventricular (rv) lead exhibited high impedance and oversensing. The rv lead was capped and replaced with a new lead. The device was returned to the manufacturer after being explanted due to pre-approaching normal battery depletion. The device subsequently tested out of specification. No further patient complications have been reported as a result of this event.